Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to the impactor being positioned at an angle during cup impaction, which may have caused the impactor not to release the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon impacted the acetabular cup; however, once implanted the instrument would not release the cup. As a result, the cup had to be removed and the surgeon had to ream for a larger size cup to be implanted.